Event description:
On (B)(4) 2014, it was reported that this patient was evaluated by an ent on (B)(6) 2014 for continuous hoarseness. The visit report stated that the patient had "weakness of the left vocal cord" that was mild and would likely resolve. No interventions were taken. The patient had previously reported coughing and constant voice alteration following implant surgery.